Event description:
A customer reported experiencing a cartridge alarm issue with their insulin pump, displaying the blood glucose level as "high" without a specific value. There was no reported adverse impact to the customer's blood glucose level. The customer initially took no action due to the alarm preventing insulin resumption but was assisted by technical support in loading a new cartridge successfully, allowing them to resume insulin therapy and resolve the issue without further external assistance.